Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 4 due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an open book image. The customer¿s blood glucose level was 350 mg/dl. The customer reported that the insulin pump had stopped working and it was flashing red. The customer stated that the insulin pump turned black and they could not press any button. The customer mentioned that they changed the battery but the insulin pump was still flashing. The customer mentioned that the insulin pump received another insulin pump error alarm prior to the open book image. The customer was able to clear the alarm and unable to rewind the insulin pump and later received the error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.